Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddlers syndrome. The right atrial (ra) and right ventricular (rv) leads exhibited high thresholds and had "pulled back". Both the ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.